Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages / damaged cable) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, the pulse wire was open inside the trunk cable. The cause of the constant check belt messages is the open wire. The root cause of the open wire is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant 'check belt' alarms and indicated that there was damage to the belt cord.